Event description:
The patient was initially implanted with a bifurcated stent graft and an infrarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Six (6) days post initial procedure, a secondary procedure was completed for unknown reason. Another infrarenal stent graft extension and two (2) limb stent grafts were implanted. This event was reported under 20131527-2019-00195. Now approximately four (4) years post initial procedure, another procedure was performed for an unknown reason. Another infrarenal stent graft extension was implanted. It was reported by the charge nurse to the endologix sales representative that the patient expired during this procedure. The cause of death was not reported. It was reported that this physician is difficult to work with and does not communicate with the sales representative. Additional information: during clinical assessment the following additional information was identified. The patient had an endoleak of indeterminate origin and the patient became hypotensive during the intervention however the cause is unknown.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following event of an intraoperative death. The patient passed away intraoperatively on (B)(6) 2019. The discharge summary stated the patient became hypotensive. The procedure related harms identified were hypotension and attempted unsuccessful resuscitation. The discharge summary stated that the patient had a type IV endoleak, however this type of endoleak is not seen in endologix products. There were no computed tomography (CT) scan or imaging available to clarify the endoleak type. The cause of the intraoperative hypotension could not be determined with the medical records and/or imaging available for review. Also device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records and/or imaging available for review. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply. Corrections: g1,2: contact office- name - has been updated. H6: result code: remove code 3221. H6: conclusion code: remove code 11.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent graft and an infrarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Six (6) days post initial procedure, a secondary procedure was completed for unknown reason. Another infrarenal stent graft extension and two (2) limb stent grafts were implanted. This event was reported under 20131527-2019-00195. Now approximately four (4) years post initial procedure, another procedure was performed for an unknown reason. Another infrarenal stent graft extension was implanted. It was reported by the charge nurse to the endologix sales representative that the patient expired during this procedure. The cause of death was not reported. It was reported that this physician, dr. (B)(6) does not communicate with the sales representative.